Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose about 2 years ago with blood glucose of 23 mg/dl at the time of the incident. The customer was having issues with air bubbles. The customer was at 180 mg/dl at the time of the call. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer has only recalled sets that they are using. The insulin pump will not be returned for analysis.